Event description:
It was reported that the user experienced hypoglycemia as low as 38 mg/dl and later hyperglycemia around 200¿220 mg/dl, expressed concern about receiving too much insulin, and performed a factory reset of the ilet after consulting customer care; education was provided on consistent meal announcements, and the reset cleared prior meal inputs. Symptoms included low blood glucose and subsequent elevated blood glucose. Outcomes included return of blood glucose to range following follow-up, with values trending from 220 to 180 to 139 mg/dl, and no further assistance requested. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that glycemic excursions were associated with inconsistent meal announcements rather than a device malfunction. It was concluded that the device functioned as expected and that user guidance on meal announcement consistency mitigated the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.